Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. Follow-up 6/20/2016: the pump estimated another incorrect fill estimate. Customer declined to reload cartridge as they wish to use the remaining insulin left in the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer reported using cold insulin to fill cartridge. Customer declined to load a new cartridge and elected to use the remaining insulin left in the cartridge. It was indicated that the current pump and/or insulin injections would be used for diabetes management.